Event description:
Rash all over my body, shooting pain in my head, went to ER, they put me on narcotics. Shooting pain in pelvic area on right side, up and down leg, made it hard to move. Test and surgery proved my implant migrated deep into wall of uterus, dr told me I would need my uterus removed. My overall health is worst, thyroid and sugar level off and I gained 65 pounds within three months of getting my implant. (B)(4).